Event description:
It was reported that an intermittent loss of pulse generator output was observed through a remote merlin.net transmission. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
(B)(4).